Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged dilator tip was confirmed from an analysis of the photograph that was provided for investigation. The photo showed deformation at the tip of the dilator. It appeared that the dilator tip deformed at one point around its circumference. The material was lighter in color than the remainder of the dilator, which is indicative of material strain. The leading edge of the sheath tip showed no damage or defects. The damage found at the distal tip of the dilator can occur from abrasion against the guidewire.

Event description:
It was reported that the sheath was unable to be inserted in this patient. After removal, it was found burrs with the proximal end of the sheath, leading to puncture failure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sheath was unable to be inserted in this patient. After removal, it was found burrs with the proximal end of the sheath, leading to puncture failure.